Event description:
Overdelivery reported: the pump was programmed to deliver ropivacaine at 8ml/hour continuous. The total volume in the fluid container was 400ml. After 10 hours, the fluid container visually appeared to be more depleted than what appeared on the display screen. The display screen indicated a total volume of 80ml had been infused. The pump was taken out of service and a replacement pump completed the infusion. There is not report of any adverse effect. Pain management therapy was interrupted for only a few minutes during the set up and programming of the replacement pump. There is no additional info available.